Event description:
During product service by a service technician, a flogard infusion pump presented a damaged battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the damaged battery alarm was determined to be due to an inoperative main battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.